Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 426 days after a coronary drug eluting stenting treatment procedure the patient had elevated cardiac enzymes and required a target vessel reintervention (tvr). The index procedure treated a 3.5x12mm, 70% stenosed, mildly calcified, ostial lesion in the saphenous vein graft (svg) of proximal left circumflex (prox lcx) with direct placement of a taxus express2 3.5x16mm drug eluting stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. During the two-year follow-up the site learned that the patient had elevated cardiac enzymes 426 days post index procedure. This did not meet study guideline criteria for a myocardial infarction. The patient was treated with cutting balloon angioplasty and a taxus express2 stent placed to the svg of prox lcx. The event was considered resolved the same day and the patient was discharged 3 days later. It was reported by the patient that he is doing very well now. It was unknown if this event was related to the taxus stent or the target vessel. The physician assessed the tvr as not related to the taxus stent.